Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue was unable to be confirmed. With the customer's approval, nihon kohden removed and replaced the inverter board as a precautionary measure. The unit was tested and monitored for an extended period of time. The unit passed testing and evaluation. The unit was re-tested prior to shipping for a quality check however the nibp failed the test. The unit required replacement of the nibp board to resolve the issue. The nibp board was replaced and the unit passed the quality check. The device was returned to the customer.

Manufacturer narrative:
Device available for evaluation. (B)(4).

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display is deteriorating as time goes on and eventually loses display. The backlight is still on.